Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was informed that the drawer 5 rail was broken and was stuck the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 rail was broken, stuck out of railing. A field service engineer (fse) found enhanced full height (fh) drawer 5 sticking and difficult to open (or) close. Inspection revealed both left and right-side slides were damaged and required replacement. With only one fh slide available in inventory, the right side (more severely damaged) was replaced. Rail replacement on drawer 5 resolved the issue. The system functioned as intended after the field service engineer repaired the device.